Manufacturer narrative:
(B)(4).

Event description:
It was reported that many sets of programmable controllers were unable to connect to the pacemaker with or without the magnet. The device was explanted and replaced. No further information available at this time.

Event description:
This is a clarification of the event. The event was observed during a procedure and the patient was in a stable condition.

Event description:
Additional information received indicated that the device was explanted and replaced on (B)(6) 2016. The patient was stable before and after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.